Event description:
The customer contact reported the device touchscreen was non-responsive. The device was returned to the biomedical department with a report of touchscreen is non-responsive. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility, the device touchscreen does not respond when pressed. No add'l info was provided.

Manufacturer narrative:
A field svc engineer performed testing and investigation at the user facility. During testing the device touchscreen was found to not respond when pressed. This was due to contamination on the front bezel touch panel assembly. As indicated, this device has been identified as part of a prod recall. This report represents all the info known by the reporter upon query by hospira personnel.